Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result that was generated by the synchron lx i725 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 6ng/ml was obtained. The result was reported out of the lab and questioned. Customer retested the original sample and repeated result was 0.01 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Per customer, qc was within specs on the date of the event. Customer stated that the last system check was performed in 2007 and passed specs. The sample was collected into a pst green top tube, and was centrifuged at 3,000 rpm for 10 minutes. A field svc engineer (fse) was dispatched to the customer's lab: a) the fse performed verification testing and found no hardware issues. B) the fse verified the instrument per established procedures. In a f/u with the customer on twelve days later, they stated that they believe the event was due to sample handling, but details were not provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.